Event description:
Information was received, from a healthcare provider. Regarding a patient, receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported, they did a pump refill on wednesday at 4pm and at 8am on thursday. The patient woke up with a fever and stayed febrile all day. The healthcare provider stated, that the patient got to the ER (emergency room) at 2am this morning and their pump sight was red and tender to the touch and a little boggy over the pump. The patient was currently hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.